Event description:
Related manufacturer reference number: 2017865-2021-08627. During a follow-up in-clinic, events of noise that resulted in oversensing and automatic mode switch episodes were reported on the right atrial (ra) lead. Diagnostic imaging was performed and revealed no lead damage. The pacemaker set screw was also alleged to be loose and the poor connection contributed to the sensing anomaly observed. No other intervention has been performed at this time. The patient was stable and will continue to be monitored via merlin.net.

Manufacturer narrative:
This MDR report product is for an ous event identified as same/similar during a retrospective review as a result of abbott¿s investigation.